Event description:
The wrong check key was located in a new box test strips for their glucose monitoring device. Reporter stated the expiration date on the test strip bottle is a usable one of 01/31/2006 and the manufacturer's inventory system indicates the bottle is expired with a date of 01/31/2005. Reporter stated no actions were taken and no treatment was received. A request was made for the retun of the suspect product and replacement product was sent.